Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
This ICD was explanted and replaced due to it reaching eos. Because the patient received a single chamber, df-4 ICD, the ra and rv leads were capped there were no adverse patient side effects reported.

Manufacturer narrative:
Upon receipt, the device was subjected to an electrical analysis, revealing that the ICD was not interrogatable, due to a depleted battery. Therefore, no further investigation on the functionality of the device could be performed. However, the device status eos after 117 months service time was found to be normal and as expected. The manufacturing process for this product was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. In conclusion, there was no indication of a material or manufacturing problem. The reached service time was as expected.